Manufacturer narrative:
(B)(4). There was no reported product deficiency. The prolapse (plaque shift) was attempted to be treated with an additional balloon catheter and cutting balloon (additional therapy/non surgical treatment). Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. No pre-dilatation was performed as it was an easy, straight forward lesion. After successful implantation of a 2.5 x 28 xience v stent, a 3.0 x 15 voyager nc balloon was used for post-dilatation. During the balloon inflation, plaque shifted distal to the stent. An attempt was made to advance a 2.5 x 08 xience v to treat the plaque shift, but it could not cross through the implanted stent. The voyager nc balloon and a cutting balloon were used at the plaque site and another attempt was made to advance the xience v stent, but it still would not cross. No additional treatment was performed. There were no adverse pt effects and the pt was discharged the next day. As the physician did not feel there was any issue with the voyager nc, the device was discarded and the lot# was not recorded. No additional info was provided.